Event description:
A report was received on (B)(6) 2024 from the caregiver of a 56 year old female patient with a medical history including end stage renal disease, who stated the patient's needle dislodged during a home hemodialysis treatment on (B)(6) 2024. Emergency medical services (ems) were called, and the patient was transported to the hospital. Additional information was received on (B)(6) 2024 from the home therapy manager (htm) who stated the patient received blood while in the ambulance, was assessed and monitored at the hospital emergency department and discharged to self care same day. Per the htn, the patient has recovered without sequelae and has resumed therapy with the nxstage system.

Manufacturer narrative:
A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. There was no indication of a device malfunction from the available information. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician's prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician. UDI: (B)(4).